Manufacturer narrative:
Method: complaint history review; device inspection; risk assessment. Results: manufacturing records for the xia 3 titanium blocker were reviewed and no deviations or manufacturing issues were noted. Blocker disengagement was confirmed by x-ray images, where loosening was visible. Three blockers were returned and visually inspected. The returned blockers did not have any identifiable dents or deformation characteristic of a 12 nm tightening force. The disengagement or loosening of blockers is likely due to insufficient tightening of the entire construct that led to higher stress on the implants. Per the IFU, implants do not replicate the strength and mechanics of regular bone and high stress can lead to failure. Conclusion: according to a review of complaints received for similar issues, postoperative disengagement of the blocker from the screw tulip can be linked with sub optimal construct locking conditions. The exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that "upon post operation x-ray, the surgeon identified that all 3 blockers on patient's right side had loosened and needed revision surgery."

Event description:
It was reported that ¿upon post operation x-ray, the surgeon identified that all 3 blockers on patient¿s right side had loosened and needed revision surgery."